Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced fourteen infusion sets bent cannula events on (B)(6) 2026 at abdomen site and infusion set was used for three to four hours. Blood glucose level was high at the time of the event and patient took correction injection via multiple daily injection (mdi) to resolve the issue.